Manufacturer narrative:
(B)(4). Concomitant product(s): -part: 00801803602, name: femoral head sterile product do not resterilize 12/14 taper lot: 63251051. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports:0001822565-2017-05521.

Event description:
It was reported that a patient underwent a closed reduction procedure due to dislocation. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 00620005422 shell porous with cluster holes 54 mm o.d.62845919 00786401200 femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size, 12 128 mm stem length cementless 63258460. Reported event was confirmed through radiograph review and review of operative notes. Post-op portable x-rays of the left hip show left total hip arthroplasty is present. Acetabular cup has a steep lateral angle of inclination, approximately 52° on all x-rays reviewed. Femoral stem component exhibits varus coronal alignment on all x-rays reviewed. However, landmarks used for measuring the exact angle of inclination are excluded from x-ray images. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.